Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up and down arrow keypad buttons required several hard presses to elicit a response. The patient confirmed that there is no trauma to the pump or exposure to moisture. The patient confirmed that there were no cracks in the keypad. The patient reportedly wore the pump under a garment against the body and does not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4):the keyboard was intact with no visible damage. All of the keypad buttons had intermittent response when pressed. The up and down arrow keypad buttons required multiple presses with increasing force to evoke a response. None of the keypad buttons had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.